Manufacturer narrative:
The reported event of parylene coating delamination was confirmed. Upon receipt, substantial amount of scratch marks was noted on the surface of the device, which is believed to be the cause of the damage to parylene coating and consistent with having occurred during the procedure. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the coating of the device was partially detached during a normal device replacement procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.